Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device did not alarm them when they did not complete the fill cannula. The customer's blood glucose during the incident was 142 mg/dl. The customer declined to troubleshoot during the call. The customer stated they will call back. The device will not be returned for analysis.